Event description:
The teleport microcatheter was placed over an externalized r350 wire and married up to the 150cm corsair pro catheter which was in the retrograde position in the lad septals and circumflex cto. The teleport and corsair catheters became locked together and were unable to be pulled apart. The hub of the corsair was cut and an attempt was made to remove the devices via antegrade access. When the physician pulled on the teleport, the catheter would not withdraw until the use of excessive force. All devices were removed from the patient, the vessel was re-wired and the procedure was completed with no patient complications. Exposed wire was noted on the teleport after removal. All devices were removed and no device remained in the patient. Return of the device is anticipated